Event description:
It was reported that the physician's handheld computer had a faulty connection between handheld and serial data cable causing problems with charging the battery. No further details are available at the moment. Attempts for further info have been unsuccessful to date.